Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. Baxter healthcare - dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the supply line of the homechoice cassette and supply bag which resulted in a leak. This occurred during prime of peritoneal dialysis (pd) therapy. The patient tried to tighten the connection but it would not tighten. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.